Event description:
It was reported that a patient had a break in aseptic technique and experienced peritonitis. The patient was hospitalized for peritonitis. The cause of peritonitis was break in aseptic technique. The patient was treated with injection vancotroy 2g stat ip plan one more dose on 7 day and gentamycin 20mg once daily for 14 days ip for peritonitis. Peritonitis is recovering.

Manufacturer narrative:
(B)(4). A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.